Manufacturer narrative:
H.3: device evaluation summary: device evaluation of battery/charger model sn (B)(4) has been completed. The reported problem (battery charger resets) was confirmed. Upon evaluation the battery charger/model was resetting. The cause of the resets was unable to be positively identified but is likely due to a flash memory failure (components u102 and u105) on c/a board (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery/charger modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was resetting.